Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pressure sensor pipeline was connected to the liquid for exhaust and drainage, but the pipeline was blocked. Per reporter, after inspection, it was found that a section of the catheter was blocked, and it was attempted to push the syringe hard but the blockage wouldn't clear. Per reporter, after removing this section of the catheter, the sensor pipeline was exhausted and drained again, and it could then be used normally. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.